Event description:
Healthcare professional reported ""rupture" aka deflation". This record is for the left side. Device was explanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h.6.

Event description:
Healthcare professional reported ""rupture" aka deflation". Later healthcare professional reported "ruptured implant", "lost of volume", "nipple has been lower", "breast seemed to be a little larger", "glandular ptosis" which is not device related, "motion deformity", "atopic dermatitis", "leakage of breast prothesis" and "complete loss of volume". This record is for the left side. Device was explanted.